Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process, once the investigation has been completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02100, 0001825034 - 2022 - 02101.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to pain and elevated metal ions. During the revision, there was noted osteolysis, altr, soft tissue inflammation and metal debris to the trunnion and inside of the head. The head and cup were removed and replaced along with a bone graft to the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain with feelings of movement in the hip, elevate metal ions. Inflammatory reaction due to internal prosthesis of left hip. Altr to metal-on-metal hip replacement with extremely large areas of osteolysis about the acetabulum. Trunnion with black material and inside the head, trunnion cleaned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scuffs and scratches on both parts. Noticed some broken fins on cup. Head taper has discoloration present. Additionally, the femoral head was sent for further analysis. Analysis found the discoloration appeared in two variations of contrast: darker and brighter. The foreign elements identified in both the discolored regions are present in various potential contaminants including biological soft tissue and bone, dried biological fluids, bone cement, metal oxides/rust, and various decontamination solutions. Therefore, it is not conclusive if the discoloration was caused by corrosion or biological debris. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.